Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. The medical team believes this event to be possibly related to the device and possibly related to the patient's condition. The patient's anticoagulation was reported to be therapeutic. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. The patient reportedly lost power to the system prior to the reported symptoms of nausea and dizziness. This brief interruption of power to the system may have contributed to the patient's outcome. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's past medical history of peripheral vascular disease and elevated blood pressures during the time of the reported event. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the clinical database that this patient was sleeping when his vad sounded a low battery alarm. By the time his wife reached him the vad was alarming red and the pump had stopped for a few seconds. Once the patient was reconnected to another battery he complained of nausea and dizziness. The patient went to an outside hospital where his blood pressure was found to be 144/105. His international normalized ratio (inr) was therapeutic. Initial neurological exam and CT head scan were both negative. The patient was transferred to the implanting facility for observation and was doing well clinically until (B)(6) 2015 when he was unable to support his weight and had no control of his left arm. Neurology was consulted and a follow up CT scan was performed. Initial results showed no infarct; however, the neurologist believed that the patient's clinical presentation represented an ischemic stroke. A repeat scan revealed a left cerebellar stroke. Upon retrospective review the same thing was noted on the CT scan performed the day prior. Neurology also indicated that there may be a brainstem infarct as well, but this was not visualized well seen on CT. The patient continued with his anticoagulation and blood pressure medications throughout the event and additionally received intravenous hydralazine and labetalol for blood pressure management. His coreg was also increased from 12.5 to 25 mg. The patient was discharged to a rehabilitation facility on (B)(6) 2015.